Manufacturer narrative:
Event date (B)(6) 2018. Report date 09/07/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen and the navigation ring did not work. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the nav-ring caused the issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test and was returned to service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.